Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced intermittent turn-off or sleep with the g5 cgm system. No additional patient or event information is available. The reporter could not be reached for additional information. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.